Event description:
The load in the device operated correctly. The reload misfired and returned plastic debris and also dislodged. Load was released after removal of device from patient. The load had been inserted properly by the surgical technician in the case prior to use.